Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their infusion sets. The customer states they are receiving no delivery alarms. The customer's blood glucose level at the time of incident was 458mg/dl. The customer treated high levels with manual injection. The customer was advised to monitor device, and call back when alerts reoccur. Nothing is being returned at this time.